Event description:
The infection is of the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight within specification. A visual and microscopic analysis was performed which identified a striated opening on anterior and radius. Based on the device analysis the final assessment is: a striated opening on anterior and radius due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reports infection of an unspecified side. Infection began 24 days following implant and the device was explanted 1.5 months later.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports infection of an unspecified side. Infection began 24 days following implant and the device was explanted 1.5 months later.

Event description:
Healthcare professional reports infection of an unspecified side. Infection began 24 days following implant and the device was explanted 1.5 months later.